Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on april 26, 2022.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on march 21, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma (specific date not reported). The implanted device remains. Surgery to replace the magnet is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on december 8, 2021.